Event description:
A 3.0 x 33 cypher rx, lot #a1106093 broke prior to entering the guide catheter. The stent delivery system broke at the shaft between where the angioplasty wire exits the delivery system and the hub. The stent system was not used and a new stent system was used instead. There was no harm done to the patient.